Manufacturer narrative:
Concomitant products: 6947-65 lead, implanted: (B)(6) 2008; 4574-45 lead, implanted: (B)(6) 2005.

Event description:
It was reported that patient was inappropriately shocked due to noise oversensing on the right ventricular (rv) lead. The lead was removed and a new lead was implanted. It was further reported that the left ventricular (lv) lead was not in optimal placement for cardiac resynchronization therapy (crt) response. The lead was removed and was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.